Event description:
Port-a-cath fractured in the midpoint of the catheter. The reservoir and proximal portion of the catheter were removed; the distal portion could not safely be removed and was left in the subclavian vein and will require vascular interventional radiology at an outside facility for removal.